Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, multiple short circuits were detected. Further investigation revealed the pi irrigation tubing had been fractured at the distal end of the catheter, consistent with the failed shaft leak and irrigation leak tests, fluid ingress, and the observed short circuits.

Event description:
This report is to advise of an event noted during analysis which revealed a leak and short circuit in the catheter.